Event description:
The insert was implanted on (B)(6) 1999. The insert became worn and replaced to new one on (B)(6).

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Discarded by hospital.

Manufacturer narrative:
An event regarding wear involving an omnifit liner was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: the present poly wear was quite normal for the implantation time of 16-years and consequently there are no device-related aspects involved in the failure which should be considered procedure-related in nature as end-of-service life of the implanted component. No information about patient-related factors but does not seem relevant either because of the normal wear present. This pi case is not device-related. -device history review could not be performed as the lot ID is unknown. -complaint history review could not be performed as the lot ID is unknown. Conclusions: the exact cause of the event could not be determined. However a medical review by a clinical consultant determined that the present poly wear was quite normal for the implantation time of 16-years and consequently there are no device-related aspects involved in the failure which should be considered procedure-related in nature as end-of-service life of the implanted component.

Event description:
The insert was implanted on (B)(6)1999. The insert became worn and replaced to new one on (B)(6).